Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilator failed during use. There was no patient injury reported.

Manufacturer narrative:
The dispatched fse could verify the reported issue and trace it back to the ventilator motor. After replacement of the motor unit the device passed all tests and could be returned to use. Log file evaluation provided by the manufacturer confirms the initial expertise. The error codes recorded in the log indicate that the supervisor function of the software detected a wrong motor position approx. 2 hours after start of the procedure and forced a shutdown of automatic ventilation; the shutdown was accompanied by a corresponding alarm. The motor speed is being monitored continuously. Wear and tear at the collector disc may lead to intermittent electrical contact which results in speed fluctuations. These speed fluctuations can cause a deviation between measured and expected piston position. To prevent from damages to the ventilator unit the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component after 10 years of operation; no patient consequences have been reported. The repair exchange has fully solved the device problem.

Event description:
Please refer to initial MFR. Report # 9611500-2020-00249.